Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.d9, h3: correction - updated status of device from returning to not returning.

Manufacturer narrative:
Date of event estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the unspecified trek balloon dilatation catheter (bdc) could not be pulled back through the 6fr guiding catheter, so the devices were removed together. There was no report of a deflation issue or rupture. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.